Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report a leak from the ion-selective electrode (ise) area, coming from the solenoids on or near the ratio pump of the unicel dxc 600 synchron system. The field service engineer (fse) inspected the instrument and determined that the leak resulted from an overflow from the tubing and that the waste valve was occluded. The fse removed and replaced the waste valve and the tubing. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further instrument issues. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.